Event description:
A nursing assistant activated two hot packs and gave it to a pt to hold in his hands. Later a nurse found the packs in the bed next to the pt's flank area. Subsequently, it was noticed that the pt had blistering on the left flank.